Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose and sensor glucose readings. Review of the limited sensor data available in the data management system did not identify calibrations at the reported times that corresponded with the values reported by the user. Available data review did not indicate a device malfunction. As a proactive troubleshooting measure, customer care provided instructions to perform a sensor re link to address potential calibration misalignment. The user successfully completed the sensor re link and was educated on the subsequent reinitialization phase. The system was monitored over the following days, during which sensor performance was within expectations. Per dms review, the user was actively using the system with up-to-date glucose readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.